Event description:
The customer called to report no delivery alarms during the basal rate delivery. Troubleshooting was performed and the insulin pump did not pass the leadscrew test. Advised the customer to revert to a back-up plan as the insulin pump needed to be replaced.

Manufacturer narrative:
The insulin pump had a missing clip on the driver block. Unable to perform the occlusion test due to the drive anomaly.